Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, or unavailable. Concomitant medical product received on: 11dec2018. Investigation ¿ evaluation. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection and functional test, were conducted during the investigation. The visual and functional inspection of the complaint device concluded the balloon was unable to maintain pressure and a pinhole leak was visualized. The pinhole was noted near the proximal balloon bond. Catheter shaft near the pinhole was also noted to be kinked and flimsy. Because there was no indication that the balloon catheter was difficult to maneuver, this catheter surface damage is not believed to have been present upon initial usage of the device. Additionally, a document-based investigation evaluation was performed for product lot number 9189958 was reviewed and found to be accurate and complete. There was no nonconformances noted or listed in the record. Based on the information provided and the results of the investigation, a definitive cause could not be established. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during angioplasty of the left anterior tibial vessel, an advance 14 lp low profile balloon catheter would not hold pressure and was observed to be leaking. Access was gained using left pedal access, and the device was inflated to 7 atmosphere (atm) using omnipaque 350 contrast (50/50) when it was noticed that it would not maintain pressure. The device was removed from the body and examined. It was reported that the user observed a "pinhole" leak where the catheter and balloon meet. Another balloon of the same size was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.